Event description:
After completion of the case, staff removed guideliner noted that the device had separated. A balloon was used to "snare" the distal segment and the entire portion was removed. No patient impact was reported.